Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through stryker facebook page: "I have to have my right knee done again in 2009 I had partial now I need full!!"